Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2017-05908. It was reported the patient experienced ineffective stimulation in her lower back target area due to high impedance on all contacts of one lead. Reprogramming was unsuccessful. The patient may be pending surgical intervention.

Event description:
Device 2 of 2, reference MFR. Report#:1627487-2017-05908. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017, where the intraoperative testing of the leads showed 2 contacts with high impedances. The physician decided to electively replace the ipg for newer technology and reprogramming was able to provide effective stimulation.